Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the day of treatment. During technical site visit, fse (field service engineer) replaced application interface for the device. Replaced part return was requested but not provided, as well as information regarding the state of the application interface (whether this was a preventive action or not). System met specifications as per sir (service installation record). Review of the logfiles for the day of treatment shows no relevant errors or any relevant warnings. During start-up of the system the vacuum, the energy and the ablation tests were performed without any issue. The energy was stable during the whole day. The logfile shows thirteen successfully performed treatments. As no treatment report was provided, all treatments of the day were reviewed. The logfile shows that the beam control check for the treatment was conducted up to twelve point forty-five minutes before starting procedure instead of immediately before procedure. Six treatments show vacuum issues and two treatments needed a re-docking. All thirteen treatments were finished successfully. No relevant deviation between planned and performed energy is detectable for any treatment. The root cause cannot be identified conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that flap was thin with the target thickness and actual thickness difference was more than twenty microns in the unknown eye of a patient, after lasik surgery.